Manufacturer narrative:
The device was returned to olympus and the device evaluation is ongoing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the image suddenly blacked out while using the endoeye flex deflectable videoscope in gastrointestinal laparoscopic surgery. No errors were displayed. Even after reconnecting to the visera elite video system center, it did not recover, the customer completed the procedure using another endoeye flex deflectable videoscope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h6, and h10. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon based on the investigation result. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.